Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke off during insertion. Additional information was received and it was learnt that there was a large amount of resistance while turning the plunger of the delivery system. The lens appeared to be moving slowly forward. As the first part was being inserted into the patient's eye, it was noted that a piece of the iol was completely broken off. The insertion was immediately stopped and the remainder of the iol remained in the inserter. The small broken piece was grasped with the forceps and removed from the eye. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation - yes, returned to manufacturer on 06/24/2016. Device returned to manufacturer - yes. The preloaded insertion system was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck at the cartridge body. The pushrod overrode the lens. The iol was torn with a detached haptic. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.